Manufacturer narrative:
An event of material split, cut or torn (dilator tip) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, photo was received from the field and it appeared to show the split on the dilator tip. The investigation determined the reported material split of the dilator tip to be related to a potential product quality issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 130010 and exception (action) 135267 are referenced. The investigation evaluated the reported issue, and the engineering group determined the potential root cause to be material (1) ¿ mdpe & pebax do not homogeneously blend during melt processing, material (2) ¿ pebax material absorbing moisture and not sufficiently dried, and method (1) ¿ vendor drying methods inadequate for pebax. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2024, a amulet delivery sheath 14f 80cm was selected to implant a device. During the procedure the tip of the sheath split during insertion into the groin. Device was replaced with a amulet delivery sheath 14f 80cm that was used to complete the procedure. The patient is stable.

Event description:
It was reported that on (B)(6). 2024, a amulet delivery sheath 14f 80cm was selected to implant a device. During the procedure the tip of the sheath split during insertion into the groin, see attached photo. Device was replaced with a amulet delivery sheath 14f 80cm that was used to complete the procedure. The patient is stable

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.